Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: the battery compartment cracked in two places: below bumper pad and between the bumper pad and top. A battery compartment leak with evidence of moisture inside all internal pump: on back side of battery canister, on display, inside battery compartment. Top battery cap is damaged, a test cap for all steps, test battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.